Event description:
It was reported that a few days ago, patient felt a pop and unsteadiness with his knee after getting up from kneeling and bending. Upon observation, the post of the polyethylene has sheared off. Hospital pathology is in possession of the damaged implant. Surgeon is requesting a copy of the report. A revision surgery was performed.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The lab analysis concluded, the tibial insert show the condition of the component, lock detail appears damaged, and deformations on the anterior surfaces and superior surfaces including a crack on the anterior superior surface intersection were observed. The post of the insert was fractured and adrift from the rest of the insert component. Anterior view, fractured post and deformation on the upper left corner of the superior surface. The left side lock detail and superior outer corner sides of the component appear damaged in the blue rectangles. The post is fractured. Posterior post surfaces in blue circles appear damaged. There is a crack in the anterior superior corner in the blue square. The right side lock detail and superior posterior corner are damaged. The right side of fractured post shows damage in the blue circle. The exact causes of observed damage could not be determined from the investigation of the device. There were no observations of material or manufacturing deviations in the course of this investigation. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches/failure mode. The clinical/medical team concluded, without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.